Manufacturer narrative:
Additional information received states the cutter is not cutting so the vitreous gets caught between the cutter hole. They changed the cutter and continued the surgery.

Manufacturer narrative:
One opened pouch was received. The tip protector was not returned. The needle is bent. The port window is in the opened position with no visible debris. There was fluid in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The vitreous was caught on the front of the cutter. No patient impact. Additional information regarding the nature of the problem has been requested.